Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer half height 2.1. & 2.2 not detected on bus. A field service engineer (fse) found that all light emitting diodes (leds) were off on the control printed circuit board assembly. The pyxibus module controller (pmc) and drawer control pcba were replaced, drawer positions were reassigned, and hardware test application (hta) run was performed, which passed successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawers failed and were unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.